Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/16/2016. The fse found that valve vl53b was broken the fse replaced the valve, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The customer reported the bellows were not draining. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, laboratory coat and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.